Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation the product location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. (B)(4). Concomitant medical products: item# 110024465/ g7 dual mobility liner/ lot# 796460. Item# ep-200152/ act artic e1 hip brg/ lot #530950. Item# unknown / unknown stem lot # unknown.

Event description:
It was reported that patient underwent hip revision surgery approximately one month ago due to a fall that caused an acetabular fracture. During the revision a larger cup was implanted along with multiple screws. When the surgeon went to relocate the patient and test rotation it was determined that the cup was loosening due to the poor bone quality. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was reviewed and no discrepancies were found. The patient fall might have caused or contributed to the bone fracture, however without medical records a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.